Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. No lot number was provided; therefore, device history record review could not be completed. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the port tubing was leaking at y-site during the infusion. No patient injury reported.